Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported event was confirmed. The device failed to meet specification as it was received or made available for evaluation. The cause of the observed condition was determined to be defective switch panel membrane. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit consistently read low. There was no patient involvement.